Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous mid right coronary artery. Predilation of the lesion was performed using a 2.0x15mm non bsc balloon catheter for three times at 10 atmospheres. A 20 x 2.25mm promus premier¿ stent was then advanced using a non bsc guide catheter extension however the stent failed to cross the lesion. The device was removed from the patient and it was found out that the distal end of the stent strut was lifted. The procedure was completed with a 2.25mm non bsc stent. No patient complications were reported and patient's status was good.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).